Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump intermittently delivered less insulin than requested for multiple boluses. There was no reported impact to the customer's blood glucose (bg) level. The customer reverted to an alternate method of insulin therapy.